Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion)during therapy. The device was programmed to infuse 50ml of furosemide set at 33.3ml with a dose of 200 as a primary infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The under infusion could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.